Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Cracks to the reservoir tube lip, reservoir tube window, battery tube threads a scratched case also noted.

Event description:
The customer reported that the insulin pump stopped priming and alarmed. A new battery was inserted, but the anomaly continued. The blood glucose reading was 216mg/dl. Troubleshooting was performed, and insulin squirted out as well the device was stuck in the prime loop. The caller was unsure if the drive support cap was protrude, loose, or sticking out. Advised the customer to discontinue the use of the device and reverted to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.